Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the scope image goes out when angulated. This finding was due to dents on the insertion tube near the boot, caused by physical stress and or handling of the device. This physical stress applied to the insertion section led to damage of the charge-coupled device unit. Upon further inspection, it was observed that the forceps passage on the insertion tube was restricted. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope entire screen becomes black and shows no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.